Event description:
When using this inhaler, I still was unable to breathe when taking a puff of albuteral [drug ineffective]. An inhaler that did not work it¿s faulty [device defective]. Case narrative: this initial spontaneous report concerns of event drug ineffective in a patient (age, gender and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 12-jun-2026, amneal pharmaceuticals received information from the patient via an email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. Additional follow-up information (#01) was received from patient via email on 15-jun-2026. Additional information included new event device defective, product details (strength, ndc), and the reporter¿s address were added. The patient was being treated with albuterol sulfate inhalation 90 mcg, (ndc: 69238-1291-1) (frequency, dose, batch number, expiry date and serial number were not reported) for asthma. Current condition included asthma. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that, the patient had asthma whole life. The patient was using this inhaler for his asthma still was unable to breathe. Patient was requesting a new inhaler because the one patient paid for did not work. The reporter stated that, the inhaler was faulty medication. Last action taken with albuterol sulfate inhalation in relation to drug ineffective and device defective was not applicable. De-challenge and re-challenge were not applicable. The outcome of drug ineffective and device defective was unknown. The reporter assessed the causality of drug ineffective and device defective as related to albuterol sulfate. Review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on this trend, the case has been assessed for as a potential malfunction. This case was considered as serious. The reportability of this case was expedited.